Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe safetyglide 1ml w/ndl 27x3/8 ib had leakage. The following information was provided by the initial reporter: material# 303327, batch#: 2355084k1. Rcc received a complaint via email. Item description: safetyglide tb syr-needle, vndr item#: 303327, lot#: 2355084k1, quantity: 1, uom: 100/bx, cmt: leaking, adtl. Cmts: exp: 11/30/2027.

Manufacturer narrative:
Pr (B)(6) follow up report for correction. Initial MDR was filed in error, pr (B)(6) will be cancelled.

Event description:
No additional information was provided.